Manufacturer narrative:
This device has been returned. Boston scientific has concluded it is unlikely that device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. No additional adverse patient effects were reported.